Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) on july 27, 2007, alleging the onetouch ultra meter would not power on. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the meter would not power on for approximately one month; so, she was unable to use the meter. After the reported issue, the patient reported feeling shaky. The patient denied receiving medical attention or taking action following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved, and the patient alleged symptoms, suggestive of low blood glucose, after the reported issue had begun.